Event description:
It was reported a leak occurred from the hemostasis valve of a swartz braided introducer. The physician inserted a guidewire and a sheath/dilator assembly and aspirated through the side port. Air was noted to be coming from the hemostasis valve. The introducer was exchanged and the procedure was completed with no consequences to the patient .

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.